Event description:
An olympus employee reported on behalf of a customer, the ultrasonic probe sheath was torn and exposing the coil inside. The event occurred during an unspecified procedure. There was no report of patient harm. During incoming inspection, it was determined there was breakage of the insertion tube. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. In addition, there was no ultrasonic image output. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the torn sheath could not be determined. It is possible that an impact was applied to the distal end while the device was driven, which may have resulted in catching the sheath inside of the device and twisting it off. Olympus will continue to monitor field performance for this device.